Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold. The right atrial lead had to be explanted to gain access to the left ventricular lead but there was no malfunction reported on the right atrial lead. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal. Correction - b5 - should have included MFR number: 2017865-2021-13640.

Event description:
Related manufacturing reference number: 2017865-2021-13640.